Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the main body of the camera head was flooded, and the electrical contact was corroded. Based on the results of the investigation, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the main body of the camera head was flooded, and the electrical contact was corroded. There was no patient involvement.